Event description:
A malfunction alarm was reported, identified with a code. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred, and they acknowledged and understood the guidance provided.